Manufacturer narrative:
Manufacturer narrative: the customer reported that the rns (remote network station) was going through a full reboot cycle, not just rebooting the application. The biomedical engineer was advised to plug the device back in to check the settings. The biomedical engineer called back stating that the rns (remote network station) was fully functional and there was no need for an exchange device. The unit was never sent in for evaluation as it did not need to be repaired. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Manufacturer narrative:
The customer reported that the rns (remote network station) was going through a full reboot cycle, not just rebooting the application. The biomedical engineer was advised to plug the device back in to check the settings. The biomedical engineer called back stating that the rns (remote network station) was fully functional and there was no need for an exchange device. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network station) was going through a full reboot cycle, not just rebooting the application.